Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
A patient specific implant prescription form was received for the patient's right diaphyseal femur and proximal tibia with notes: "prosthetic loosening. Painful and unstable prosthesis. The patient needs a custom femoral implant (previous failed right distal femoral replacement). Medical history: he previously had minimally invasive growing femoral rod and a passive grower on the tibial side. Both components are now loose and painful."

Manufacturer narrative:
Reported event: an event regarding loosening involving a femoral stem of a mig distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the clinician review confirmed that the femoral stem is loose. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 02mar2006 with no reported discrepancies. Complaint history review: there have been 8 other events. Conclusions: an event regarding loosening involving a femoral stem of a mig distal femur was reported. The event was confirmed by medical review. The device has been in situ for 14 years. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
A patient specific implant prescription form was received for the patient's right diaphyseal femur and proximal tibia with notes: "prosthetic loosening. Painful and unstable prosthesis. The patient needs a custom femoral implant (previous failed right distal femoral replacement). Medical history: he previously had minimally invasive growing femoral rod and a passive grower on the tibial side. Both components are now loose and painful."